Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found two tears in the internal portion of the cannula. The device was originally reported for a communication error during operation.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Data was unable to be obtained due to corrosion of the pcb. A power supply was used on the pod to try and get data along with the removal, cleaning, and reattachment of the pcb to a power supply, but both methods were unsuccessful. Because of this, the presence of a communication error could not be determined. Corrosion was observed on multiple internal components, including the batteries, causing the batteries to be depleted. Two internal tears were observed on the soft cannula near the nail head, causing an internal leak. The tears can be confirmed as the cause of the corrosion. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone16.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.